Event description:
On (B)(6), 2012 a vns treating neurologist reported that the vns patient has passed away in (B)(6) 2012. No cause of death was provided. The patient had switched neurologists and the neurologist that the patient was seeing at the time of her death is unknown. Attempts for further information are underway.

Event description:
Additional information was received on (B)(6) 2012, when the office of vital records in the state passed away in reported that a copy of the patient's death certificate will not be provided as the company of the patient's medical device is not eligible to obtain a death certificate.

Event description:
Additional information was received on (B)(4) 2012, when a sudep evaluation was performed over the information received thus far which was determined to be possible sudep. The patient's neurologist reported that she passed away on (B)(6) 2012 and the last time he saw her was on (B)(6) 2012. They had no information on the cause of her death. Additional information was requested from the patient's primary care physician regarding the patient's death but no further information has been received to date.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2012 and the patient's cause of death was unspecified and cardiogenic shock. A sudep (sudden unexpected death in epilepsy) evaluation was performed which determined that the death met criteria for classification of possible sudep. There is no allegation or other information indicating that the death is related to vns.

Manufacturer narrative:
Outcomes attributed to adverse event; corrected data: this information was inadvertently left off of supplemental 03 MFR. Report. Type of reportable event; corrected data: this information was inadvertently reported incorrectly on the initial MFR. Report.

Manufacturer narrative:
Death, date of event; corrected data: additional information was received regarding the date the patient passed away.